Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam . The patient alleged visualization of white and black particles in the humidifier and also having allergies and nasal/throat irritation . There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned does not have checked anything in section b1 . The correct data should have been entered as product problem.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of white and black particles in the humidifier and also having allergies and nasal/throat irritation related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.